Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that '03.404.000s,ria 2 bone harvesting kit l520 has broken pieces at the rod seal. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 bone harvesting kit l520 would contribute to the complained device issue. Based on the investigation findings, the bone harvesting kit has broken because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: packaged, sterilized and released by: monument manufacturing date: 22-may-2025 expiration date: 01-may-2027 part number: 03.404.000s, ria 2 bone harvesting kit 520mm sterile lot number: 67033p9 (sterile) lot quantity: (B)(4) component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿blue grit was released at the back of the ria¿ does not indicate breakage of any of the components. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, h6 (health effect - impact code) corrected: b3 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: a. Which part of the instrument was broke? The tube assembly. B. Were there any fragments generated? If yes, were all the pieces retrieved? Yes. C. Did it broke into two or more pieces? If no, please specify what is the alleged deficiency of the instrument. Is it bent, cracked, stripped, worn or cross threaded? No, see pictures the shaft (plastic part) folded over and blue grit was released at the back of the ria. D. Was there a surgical delay? What is the duration of the delay? Yes, 10 minutes. E. Was/were there any adverse consequence/s that affected the patient because of the reported event? No.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that ria 2 bone harvesting kit l520 and ria 2 reaming kit l520 were involved in an event during a reaming procedure. Blue grit was released at the back of the ria, and the shaft's plastic part folded over, raising concerns it might break. The procedure was stopped to prevent any material from entering the patient, and a new kit was used to continue. The event involved three boxes: two with filter and one without filter, all of which were opened. There was no reported patient consequence or clinical impact.